Event description:
The lay user/pt contacted lifescan in 2007, and alleged that her one touch ultra meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred eighteen days before, at around 12:00 pm. She also mentioned that she experienced blurred vision and shakiness after the reported issue began. The pt reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product and that there was not meter trauma. The pt was using the correct test strips and she had replaced the battery per the owner's manual. The battery was installed correct and the condition of the battery contacts was good. The meter did not turn on when the power button was pressed or when the test strip was inserted all the way into the test strip port. This complaint is being reported because the alleged issue was not resolved with troubleshooting and the pt further claimed she experienced symptoms of blurred vision and shakiness after the reported issue began. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.